Event description:
It is reported that a 3.0 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent was deployed into a pt for an emergency case; a second 3.0 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent from the same lot # was also deployed (MFR report # 2953200-2009-00890), the aluminium package was opened and the product was handed to the physician with the non sterile inner pouch. The physician noticed that the procedure was completed using unclean products by a poster present in the cath lab warning of endeavor's package handling. It is reported that the pt was feverish before pci. Antibiotic therapy was administered prior the procedure as the pt was feverish; this therapy was also continued post procedure. The pt is reported to be fine and no other sequelae were reported. The endeavor rx instruction for use clearly states that the outer surface of the inner pouch is not sterile and instructs the user not to introduce the non-sterile packaging into the sterile field. A warning is also printed on the external surface of the foil pouch which states as follows: "this protective outer pouch contains an inner pouch with a non sterile exterior. The contents of the inner pouch are sterile". The product/device has not been identified as the root cause of the event. The root cause of the event was a failure of the user to adhere to the product instruction for use.

Manufacturer narrative:
(Secondary intervention: antibiotic therapy administered) - eval codes, results: (failure to adhere to the product instruction for use). (Unclean product used). Conclusion: (failure to adhere to the product instruction for use).